Manufacturer narrative:
(B)(6) result. No consequences or impact to patient. A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both (B)(6) results when a high concentration (B)(6) sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. The investigation determined that falsely elevated (B)(6) results occurred due to carryover on the architect i1000sr platform when the following three steps occur: 1-rubella ancillary diluent has been aspirated by the reagent probe 2-a high concentration (B)(6) sample is then aspirated by the reagent probe 3-reagent probe aspirates a negative sample or (B)(6) conjugate followed by a (B)(6) negative sample. Carryover on the architect i1000sr only occurs when a high concentration (B)(6) sample is aspirated after the architect rubella igg (ln 6c17) assay ancillary diluent. The causative agent of the falsely elevated results for the negative (B)(6) samples on the i10000sr is the poly sodium 4-styrene-sulfonate component of the architect rubella igg assay specific diluent. This component causes reagent mediated sample carryover of (B)(6) into (B)(6) samples. Carryover was only observed on the architect i1000 platform series. Reformulation of the architect rubella igg/architect b-hcg assays will be evaluated to mitigate against this component binding and carrying high (B)(6) samples into low or negative b(B)(6) samples.

Event description:
The customer stated an architect i1000sr analyzer generated falsely elevated (B)(6)results for three patient samples. The falsely elevated results were between 5 and 25 iu/l, and the repeat results were <1.2. The falsely elevated results were not reported outside the laboratory and there was no adverse impact to patient management reported.